Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient wanted to know what they were supposed to do because it was put in and the patient didn't know if it was doing when it was supposed to do. The patient stated it was acting up and their urgency was like it used to be, and they were still wearing pampers. The patient noticed urgency on the day or the report or the day before. The patient stated they still had stitches but the bandaid had been removed and they did not know what their doctor¿s instructions were. The patient also stated they had not worked with their controller and they could not open the videos so technical services sent the online tutorial and pocket guide. The patient also reported it was not as effective as it was. The patient was redirected to follow up with their healthcare provider. It was noted the patient had an appointment on (B)(6) 2017. No further complications were reported.